Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained that the patient presented to the clinic with complaints of abdominal pain for four days. During evaluation, the patient¿s pd effluent was noted to be cloudy. The patient did not notice the cloudy effluent and believed the abdominal pain to be related to bad food that was consumed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefepime and vancomycin (dose, frequency, and duration unknown). The patient¿s white blood cell count was 8354 (unknown units) with 91% polymorphonuclear cells. The gram stain has resulted negative with no organisms seen. The patient has not been hospitalized and continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis has not been determined. The patient did not report a breach in aseptic technique or any leak in the cassette. Additionally, no issue was reported with the liberty select cycler. The pdrn did report the patient utilized scissors to open the solution packages and there could be a possibility the patient nicked the solution bag; however, the patient denied any leak. No additional information was provided. The cycler set is not available to be returned for manufacturing investigation.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained that the patient presented to the clinic with complaints of abdominal pain for four days. During evaluation, the patient¿s pd effluent was noted to be cloudy. The patient did not notice the cloudy effluent and believed the abdominal pain to be related to bad food that was consumed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefepime and vancomycin (dose, frequency, and duration unknown). The patient¿s white blood cell count was 8354 (unknown units) with 91% polymorphonuclear cells. The gram stain has resulted negative with no organisms seen. The patient has not been hospitalized and continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis has not been determined. The patient did not report a breach in aseptic technique or any leak in the cassette. Additionally, no issue was reported with the liberty select cycler. The pdrn did report the patient utilized scissors to open the solution packages and there could be a possibility the patient nicked the solution bag; however, the patient denied any leak. No additional information was provided. The cycler set is not available to be returned for manufacturing investigation.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency. The pdrn stated there was a possibility of the patient nicking the solution bag with scissors when opening the package, but the patient denied any leak. All dialysis patients are at risk of infection due to a decreased immune system and because dialysis techniques increase the potential of microbial contamination. Based on the information and no allegation of a malfunction, deficiency or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained that the patient presented to the clinic with complaints of abdominal pain for four days. During evaluation, the patient¿s pd effluent was noted to be cloudy. The patient did not notice the cloudy effluent and believed the abdominal pain to be related to bad food that was consumed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefepime and vancomycin (dose, frequency, and duration unknown). The patient¿s white blood cell count was 8354 (unknown units) with 91% polymorphonuclear cells. The gram stain has resulted negative with no organisms seen. The patient has not been hospitalized and continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis has not been determined. The patient did not report a breach in aseptic technique or any leak in the cassette. Additionally, no issue was reported with the liberty select cycler. The pdrn did report the patient utilized scissors to open the solution packages and there could be a possibility the patient nicked the solution bag; however, the patient denied any leak. No additional information was provided. The cycler set is not available to be returned for manufacturing investigation.